Manufacturer narrative:
H4: the lot was manufactured between february 17, 2023 - february 21, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused medication to the patient. The device was filled with mfolflox-6 adjuvant chemotherapy. This issue was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.